Event description:
Device 1 of 5. Reference MFR. Report#: 1627487-2011-05482, 05483, 05484, 05485. The patient received her scs system on (B)(6) 2008 including an ipg, 3 percutaneous leads (from different lots), and 1 lead extension. It was reported the patient was not receiving adequate pain coverage and stopped using her scs system. As a result, she elected to have her entire system explanted.

Manufacturer narrative:
Evaluation: results: the ipg was received with instrument marks on the antenna cover. The ipg was placed on a charging system model and normal charging was observed. The ipg was subject to automated testing and passed. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.